Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 6 days after sensor insertion into the arm. On 10/23/2024, the patient felt dizzy and had a headache. She eventually passed out and her son called emergency medical service (ems). Once ems arrived, the patient¿s cgm was reading 100 mg/dl, and the bg meter was reading 30 mg/dl. Ems treated the patient with an unspecified IV. After approximately an hour, the patient was feeling better and recovered at home. Ems offered to take the patient to the ER, but she declined. Before ems left the patient, her bg meter reading was 100 mg/dl. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.